Event description:
Per op report: this valve was explanted due to pv leak confirmed by "tee". The pt presented with dyspnea, angina, and symptoms of congestive heart failure with a mitral murmur. At explant, a 1-cm gap was observed in the posterior leaflet area where the valve had pulled away from the annulus. Otherwise, the valve was noted to be incorporated. It was replaced with sjm 31mj-501. The pt also had a previous explant in 1999 (rts-246).